Manufacturer narrative:
(B)(4): the amo service representative evaluated the system at the customer's location and found the system to be operating within specifications. The clinical development manager provided operational support and noted that the air conditioning output was strong even after air flow diverters were installed. The clinic also was not following the recommended protocol for discontinuing contact lens prior to treatments. The amo medical monitor discussed the results with the treating doctor and changes were made to the doctor's nomogram. The doctor indicated they were getting better results since this change. All pertinent information available to amo has been submitted. (B)(4): placeholder.

Manufacturer narrative:
Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented at a post op exam with an overcorrected vision of 2.75 diopter in the left eye and 1.25 diopter in the right eye. The patient did not have any loss of best corrected visual acuity.